Event description:
It was reported that there were impedance increases, and short interval count with non-sustained tachycardia less than 220 msec, which could indicate oversensing, and a lead fracture. The patient also received one shock due to what clinicians deemed oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured, full lead was returned for analysis. Outer tubing overlay breached cut. Outer insulation has cosmetic depression. Helix/lobe distorted/bent. Flexed within 5cm of anchoring sleeve. Blood on the outer tubing overlay and on helix.